Event description:
It was reported that the patient underwent a trial procedure which was aborted as the physician was not able to place the trial lead. The patient was given sedation prior to the procedure being aborted. The patient was doing well postoperatively. The trial lead was not returned per hospital policy.